Event description:
Reportedly, on (B)(6) 2021, the pacemaker was implanted with no anomalies. Loss of capture was observed during the magnet test after suturing the skin, however the parameters were normal immediately after the operation. Several days later, impedance over 3000 ohms and intermittent capture was observed. On (B)(6) 2021, the lead was tested normal but loss of capture was observed after connection to the pacemaker. No anomaly was observed after the replacement of the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2021, the pacemaker was implanted with no anomalies. Loss of capture was observed during the magnet test after suturing the skin, however the parameters were normal immediately after the operation. Several days later, impedance over 3000 ohms and intermittent capture was observed. On 17 september 2021, the lead was tested normal but loss of capture was observed after connection to the pacemaker. No anomaly was observed after the replacement of the pacemaker.